Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2019-mar-08 reporting that connection and impedances were checked. Impedances were all within normal range except electrode 8. Electrode 8 impedance was at 40000. Connections were all normal except for contact 8. The patient stated the shocking she is feeling is not at the battery location, but rather at opposite side. The patient started feeling the shocking right after the auto-accident. X-rays were performed and the health care provider (hcp) stated that the leads were in the proper placement. The hcp referred the patient to an orthopedic physician for the sensation. Programming was checked by the manufacturer representative and none of their 3 programs utilize electrode 8. The patient still utilizes the scs for pain relief and reporting that it was working. No further complications were reported.

Event description:
Additional information was received from the patient on 2019-may-06. The patient re-iterated that they feel shocking since a car accident on (B)(6) 2019. The patient was calling to request a physician listings. The patient noted that they met with a manufacture representative (rep) in (B)(6) 2019 (which conflicts with previously reported information) at the emergency room (ER). The rep checked the leads and said they are in place. The rep suggested following up with a neurologist. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing intermittent shocking (even when stimulation is off). It was indicated that it was not related to positional movement. The patient stated that they saw their pain healthcare provider (hcp), however they did not work with the manufacturer¿s products and the patient was directed to have their device checked by the manufacturer. It was indicated that the patient had been in a motor vehicle accident. The patient indicated that their neck and hips shifted. It was indicated that the shocking was in the right side of the lower spine and the change in therapy/symptoms was considered sudden. The event began on (B)(6) 2019. An email was sent out to the local manufacturer representatives(rep) on the patient¿s behalf. Additional information was received from a rep the next day stating that they were meeting with the patient tomorrow (B)(6) 2019) at 9am at a medical center. They stated that they would check connections and impedances. They stated that they were scheduled to have an x-ray tomorrow as well. It was reported that the stimulator was working fine, they stated they just feel the electrodes may have moved from the auto accident. I will update you on what I find. No further complications were reported/anticipated.